Manufacturer narrative:
The device that was pending evaluation was not made available by the customer; the reported issue was not confirmed.

Event description:
This report summarizes 9 malfunction events, where it was reported that the fowler was stuck raised in a raised position or the cot height cannot be adjusted. There was no patient involvement.

Manufacturer narrative:
Upon inspection of one of the devices it was determined the device experienced a loss of electric function, which is not reportable. Upon inspection of one of the devices it was determined the device experienced difficulty raising/lowering, which is not reportable. 1 device is still pending evaluation.

Event description:
This report summarizes 9 malfunction events, where it was reported that the fowler was stuck raised in a raised position or the cot height cannot be adjusted. There was no patient involvement.

Manufacturer narrative:
This record is a consolidation of records summarized as part of the FDA voluntary malfunction summary reporting program. 7 devices were functionally/visually inspected in the field. The devices were repaired and returned to use. 1 device was not evaluated and no cause was determined, as the customer did not make the device accessible for testing. 3 devices are pending evaluation. There was no remedial action taken. This device is not labeled for single use.

Event description:
This report summarizes 11 malfunction events, where it was reported that the fowler was stuck raised in a raised position or the cot height cannot be adjusted. There was no patient involvement.